Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that on the 13th (about 3 weeks ago) they had a face therapy treatment done which used diathermy. Since this they have had leg weakness and pain. The patient said the device was turned off at this time but had just found out that diathermy is not recommended with the device. Patient services redirected the patient to their healthcare professional to check the ins status.